Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger cord became hot and charging did not progress. A red light was illuminated on the controller. Since the cord was reported to no longer be hot, the battery pack was removed/reinserted, and charging was attempted again. Charging briefly appeared to start, but the light quickly switched to red and charging did not progress. After repositioning the recharger and attempting to charge again, the display showed ¿charging attempt in progress." The displayed value briefly rose to the maximum level but quickly changed again to a red light on the controller, and charging did not proceed. Therefore, the case was escalated; the issue was not resolved.